Manufacturer narrative:
H6: investigation summary: customer returned (34) loose 3/10cc, 8mm syringes. Customer states that the scale print smudged. All returned syringes were examined and all exhibited smudged ink where scale markings were missing between the 0-10 unit markings. A review of the device history record was completed for batch# 0203537. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted for damaged tips causing missing print. Root cause: timing was off causing damaged barrel tips and print issues. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues. The following information was provided by the initial reporter: material no: 328440 batch no: 0203537. It was reported scale print smudged. Verbatim: email received, scale print smudged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 had scale marking issues. The following information was provided by the initial reporter: material no: 328440 batch no: 0203537. It was reported scale print smudged. Verbatim: email received, scale print smudged.